Event description:
It was reported the patient was unable to set the ipg into MRI mode. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient unable to set ipg into MRI mode due to high impedance was reported to abbott. The physician replaced both leads and the issue was resolved. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.